Event description:
Ous MDR. At 67 months, the device was in "back-up mode" and could not be interrogated.

Manufacturer narrative:
Ous MDR. Upon receipt, an electrical inspection was performed, during which, the pacemaker was not interrogatable. The programmer promoted a warning giving the info of an high average current consumption. The review of the pacemaker's memory content revealed an intermittent high current consumption which resulted in the clinical observation. However, the device detected the intermittent high current consumption, and switched to a specified secure pacing mode in 2006. In this mode, a program is active ensuring antibrady pacing. This was confirmed during electrical inspection. The pacemaker proved to sense and pace without limitations. There was no indication of sensing and/or pacing problems. During analysis, a re-initialization had been performed successfully. After this re-initialization, the pacemaker was interrogatable again and was pacing according to factory settings. A battery lead telemetry revealed regular current consumption. Subsequently, a long term test did not reveal a high current consumption and the high current was not reproduced. It was not reported whether the pacemaker was subjected to strong external fields (e.g. Hf surgery or radiation therapy). The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during the production and final acceptance test of this pacemaker. In summary, there were no signs of material or manufacturing problems. The pacemaker went into back-up mode most likely due to external influence. The pt's safety was not affected to the fully functional sensing and pacing.